Event description:
Allegedly revised for pain; metallosis; metal debris(powder); cup wear.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in japan.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.